Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-04897. The patient lost effective stimulation after suffering a fall a year ago. The patient underwent surgical intervention where the patient's thoracic scs leads were removed and two drg trial leads were attached to the existing extensions and ipg. The patient reports she receives effective stimulation.